Manufacturer narrative:
The insulin pump passed the self -test, sleep current measurement test, active current measurement test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected pump error 15 or pump error 4 alarms during testing. However, pump error 15 alarm, line number 213 file number 30, and pump error 4 alarm are found in the formatted history file due to a software error. Power management tool shows that the backup battery loaded voltage and unloaded voltage are within specification range. The insulin pump was received with normal operating currents. No unexpected failed battery or battery failed alarms noted during testing. Pump was programmed with multiple boluses and monitored. All boluses delivered properly and are listed in the daily history screen. No bolus history anomaly noted. The insulin pump was received with scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms and a failed battery alarm. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the bolus amount was not being recorded in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.